Event description:
The facility reported an obf (out-of-box failure) with a failure code 500. The reported issue occurred during biomed testing. The hospital representative stated they have no record of any pt incident involving this pump since the last baxter service event.